Event description:
A malfunction was reported on the pump after it got wet. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised the customer to use multiple daily injections as a backup therapy and arranged for a replacement pump with updated software to be sent. The customer received instructions on handling the existing pump¿s battery and the steps needed upon receiving the new pump.